Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implant. This device was never in service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted that the device did not set any fault codes (fc). A red screen indicates that the programmer issued the fc(B)(4). A review of the temperature measurements in memory, noted five measurements at or below 0 degree c, all noted in (B)(6) 2015. The battery voltages tracked with the temperatures. Analysis of the memory indicates that the fc(B)(4) was induced by exposure to cold temperature below labeling (0 degree c) while in the shipping box. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.